Event description:
A bx velocity stent was advanced and deployed in the left main (lm) artery but after deployment, the stent was noted to be slipping from the deployed site and floating on the guidewire. The stent was removed and a snare and a 3.5x18mm cypher stent was deployed in the lm. The case was completed and the pt was in stable condition.